Event description:
It was reported that the balloon became stuck on the guidewire and the balloon became damaged upon removal. A savion flx and a coyote balloon were selected for use for an angioplasty procedure, following a laser atherectomy procedure, in the peroneal artery and the tibial-peroneal trunk. The coyote balloon was successfully inflated to treat the peroneal artery and the tibial-peroneal trunk. After fully deflating the balloon, it was attempted to remove the balloon from the savion flx guidewire but it was increasingly difficult to remove. As the balloon came out of the sheath and out of the body, it appeared that the balloon was unraveling due to being stuck on the guidewire. The physician then removed the guidewire and the balloon from the patient to ensure that the entire balloon was removed. The entire balloon was removed safely. The physician was unable to regain true-lumen access to the distal vessel and therefore had to abort further treatment. There were no patient complications reported.

Event description:
It was reported that the balloon became stuck on the guidewire and the balloon became damaged upon removal. A savion flx and a coyote balloon were selected for use for an angioplasty procedure, following a laser atherectomy procedure, in the peroneal artery and the tibial-peroneal trunk. The coyote balloon was successfully inflated to treat the peroneal artery and the tibial-peroneal trunk. After fully deflating the balloon, it was attempted to remove the balloon from the savion flx guidewire but it was increasingly difficult to remove. As the balloon came out of the sheath and out of the body, it appeared that the balloon was unraveling due to being stuck on the guidewire. The physician then removed the guidewire and the balloon from the patient to ensure that the entire balloon was removed. The entire balloon was removed safely. The physician was unable to regain true-lumen access to the distal vessel and therefore had to abort further treatment. There were no patient complications reported.

Manufacturer narrative:
Original aware date of 28nov2018 updated to 27nov2018. Patient gender updated.